Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was selected for use. However, during preparation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was good. It was further reported that the balloon rupture during first inflation and was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was selected for use. However, during preparation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was good.